Event description:
It was reported that occlusion alarms occurred, prompting the customer to visit the emergency room and subsequently be hospitalized in the intensive care unit on (B)(6) 2026. The highest blood glucose level during the incident reached 300 mg/dl, and although ketones were present, they were not deemed life-threatening. Treatment included intravenous therapy for dehydration and insulin. The customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer resolved the issue by changing the infusion set and cartridge, then resuming insulin.